Event description:
The physician began treatment with the cerene cryotherapy device without issue. After 67 seconds of treatment, the device showed error code 379 and stopped treatment. The physician removed and vented the device, and elected to open a second device. The procedure was completed with a full treatment, and the patient was discharged with no injury.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 390 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.